Event description:
A consumer reported that the solution was discolored and not as liquefied as it should have been. Following use of the solution in conjunction with contact lenses, his eyes burned badly and he thought he was going blind. He reported that he had no ride in an ambulance to the hosp and it wasn't until a couple hours that his eye started to feel better. He reported he was prescribed eye drops. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined from the investigation. Attempts have been made to obtain add'l info on (B)(4) 2012, by phone and mail. A completed questionnaire has not been received. (B)(4).